Manufacturer narrative:
The device was tested and found to have an intermittent air-in-line alarm. The air-in-line sensor module was replaced. The device was repaired and tested to meet all specifications on 01/25/2016. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016.

Event description:
The customer stated that they have a pump that beeps and reads air even after purged. The reported issue is false alarm of air-in-line. No patient was involved in this case.